Event description:
It was reported that a holter monitor revealed what the physician thought to be t-wave oversensing and loss of ventricular capture. The capture threshold was 2.75 v, 0.4 ms and bipolar impedance had increased from 290 ohms to 704 ohms.